Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient noticed a change in stimulation since patient went through airport security. Because they experienced a twitching sensation on their foot and more vaginal stimulation. No further complications were noted or anticipated.

Manufacturer narrative:
Product event summary #investigation summary - it was reported that the patient experienced stimulation in their vagina and that they also felt a twitching sensation as the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp and the patient were contacted to investigate the cause and the action taken as the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause and the contributing factors was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Investigation summary - it was reported that the patient noticed a changed in stimulation since they went through airport security as the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient and the hcp was contacted to investigate the cause and the action taken as the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. It was reported that the patient stimulation had changed every since the patient went through an airport security common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient started that they turned down stimulation and was able to change the level. No further complications were noted or anticipated